Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator then passed all performed tests and calibrations and operates per the manufacturer's specifications.

Event description:
It was reported that the ventilator had an erratic display on the top portion of the lcd display. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.